Event description:
On april 18, 2007, the lay pt's mother contacted lifescan (lfs) alleging that the pt's one touch ultra 2 meter was reading inaccurately low. The pt is a child who receives insulin for type I diabetes. The pt's insulin regimen info was not provided. The mother said they had owned the reported meter for "a couple weeks" when she contacted lfs. The mother said, they used the reported meter for about 5 days and the results were always lower on the reported meter. Results of 175, 134, and 107 mg/dl were retrieved from the reported meter memory. The dates and times of the readings were not provided. The mother said, the pt was given insulin based on his meter readings and his insulin dosage was decreased based on the lower readings obtained on the reported meter. On the event date, the pt was taken to the ER with dizziness, abdominal pain, and having urinating accidents. The mother said an elevated blood glucose reading was obtained in the ER that was 100 points higher than the reported meter reading; the specific ER and lfs meter readings were not provided. Readings obtained on the pt's other, older meter apparently matched the ER meter reading. The mother also said, the pt tested positive for ketones. The pt was admitted to the hospital and treated with IV fluids and insulin. The mother said, the pt's insulin regimen was increased to his previous higher dosage after discharge. The customer care advocate (cca) confirmed that the meter code was set correctly and the pt followed correct testing technique. The meter, test strips, and control solution were replaced. The complaint is reported because the pt's mother alleges that inaccurately low readings were obtained on the reported meter compared to the pt's symptoms that suggested hyperglycemia and to an ER device. The mother claims the pt was admitted to the hospital and treated for hyperglycemia and dka.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.